Manufacturer narrative:
(B)(4).

Event description:
An aneurx/endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. Diameter of aortic neck at renal artery currently is 30 mm, and aortic neck lengths is 15 mm. It was reported that there was a type v endoleak, endotension. The aneurysm is currently 8 cm in diameter. An angiography was performed and there was no type I, ii, iii, or IV endoleaks visible. The patient's aaa was palpable prior to the intervention. The physician decided to re-line the entire stent graft system graft with two endurant aortic cuffs and two endurant iliac limbs to repair the reported type v endoleak, endotension. Post procedure the same day the patient now has no palpable aaa. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.